Event description:
The customer reported erroneous sodium (na) results, for 42 patients, involving the unicel dxc 600 synchron system. The erroneous results were released out of the laboratory and questioned by the physician. Amended reports were issued to the physician. The customer also noted some samples had false calcium (ca) and chloride (cl) results. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) decontaminated the ion selective electrolyte (ise) system and replaced the sodium (na) reference electrode. The fse incidentally noted the k electrode tip was not secured in properly and contained an extra o-ring. The fse corrected the k electrode tip issue and verified system performance. The instrument conformed to the manufacturer's published performance specifications. Review of proservice quality control (qc) data shows sodium (na) qc did exhibit low recovery prior to the event (chloride (cl) and calcium (ca) also exhibited low recovery). The customer's established qc ranges were wide and biased low; as a result, quality control did not flag the discrepancy. All related medwatch reports associated with this event: 2050012-2012-01852 2050012-2012-01853 2050012-2012-01855.